Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a varicose vein ligation procedure performed on (B)(6), 2021. During the procedure, the bands were misaligned and the third band could not be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: photos were submitted by the customer showing the ligator head outside the patient. All seven bands were observed attached to the ligator head which three of the bands were moved out of their original positions and overlapped. ***additional information received on (B)(6), 2021*** there was no difficulty experienced upon setting up the device. It was reported that during the procedure the patient's hemorrhage got worse and the physician used another speedband superview super 7 device to stop the bleeding and to complete the procedure.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem), block h6 (patient code). Block h6: medical device code a050501 captures the reportable issue of bands unable to deploy. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable issue of bands unable to deploy. Block h10: investigation results. The returned speedband superview super 7 was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned with the device. It was observed that all the seven bands were returned attached on the ligator head; however, some of the bands were overlapping and moved from their original positions. Additionally, the ligator head teeth were damaged/bent. The trip wire was almost unloaded from the handle assembly and it was confirmed that the trip wire was not secured in the handle assembly slot. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. A media examination was performed on the photos provided by the customer, and it was found that the bands were overlapping and were moved from their positions. No other problems with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot, nor did the handle have evidence that the trip wire was previously secured. Not securing the trip wire in the handle slot could have caused the wire to slip through the handle assembly leading to an inaccurate deployment of bands and more tension on the device. The extra tension on the device can cause the ligator head teeth to bend. Therefore, taking all available information into consideration, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2021. During the procedure, the bands were misaligned and the third band could not be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: photos were submitted by the customer showing the ligator head outside the patient. All seven bands were observed attached to the ligator head which three of the bands were moved out of their original positions and overlapped. Additional information received on december 14, 2021. There was no difficulty experienced upon setting up the device. It was reported that during the procedure the patient's hemorrhage got worse and the physician used another speedband superview super 7 device to stop the bleeding and to complete the procedure.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2021. During the procedure, the bands were misaligned and the third band could not be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: photos were submitted by the customer showing the ligator head outside the patient. All seven bands were observed attached to the ligator head which three of the bands were moved out of their original positions and overlapped.